Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated he believes the pt has a lead break and turned off the vns therapy generator. The pt will be scheduled to have the vns therapy system explanted and does not wish to continue with the therapy. Good faith attempts to obtain add'l info are being made, but have been unsuccessful to date.